Event description:
As reported by the edwards field clinical specialist, during a transfemoral transcatheter aortic valve replacement procedure with a 23 sapien 3 ultra resilia valve, an annular rupture and aortic dissection occurred during valve deployment. There was difficulty crossing the native annulus due to a tight valve with extensive calcium. The guidewire position was maintained, and the valve was successfully deployed. Following deployment, a circumferential pericardial effusion was observed when the patient's blood pressure dropped. The patient was intubated and pericardiocentesis was performed, and bleeding could not be controlled. The patient was not considered an operable candidate. Per report, the heavy calcium likely contributed to the rupture during deployment. The crossing difficulty with the pusher back and exposed caused the dissection in the ascending but the calcium likely caused the rupture upon inflation. There was no device damage observed upon removal, and no device deficiencies were alleged. The patient expired on the day of the procedure due to annular rupture and aortic dissection.

Manufacturer narrative:
This report is 2 of 2 being submitted for this complaint. Reference mfg. Number 2015691-2025-07131. Per the instructions for use (IFU), cardiovascular injury including hematoma, perforation or dissection of vessels, ventricle, atrium, septum, myocardium or valvular structures that may require intervention are known potential adverse events associated the overall transcatheter valve replacement (tvr) procedure and may require intervention. According to the device training manuals, risk factors for aortic dissection, cardiac/aortic hematoma, or annular rupture during the tvr procedure include significant valve over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification, and narrow calcified sinotubular junction. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien transcatheter heart valve (all models) relies on calcium to securely anchor in the landing zone. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times, the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. In this case, there was no allegation or indication that a product malfunction contributed to this adverse event. Investigation results suggest patient (a tight native valve with extensive calcium; patient age (B)(6) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required currently.

Manufacturer narrative:
A supplemental MDR is being submitted for correction to h10 referencing mfg. Report number related to complaint number: (B)(4).